Manufacturer narrative:
Analysis of the returned pump revealed a motor/feedthru anomaly/shorting across insulator.

Event description:
Additional information received reported that the patient recovered without sequela following device removal. There were no patient injuries. It was noted that no rotor study or dye study had been performed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported additional oral medications the patient was taking at the time of event included vicodin and vitamins. It was reported that before the pump was replaced, a lot of the patient's spasticity returned in spite of oral baclofen. It was noted the first stall recovered after 2.5 hours and the second did not recover. The cause of the stalls was unknown to the health care provider (hcp). Troubleshooting and/or other actions consisted of speaking with a device manufacturer representative and the device manufacturer technical support. In terms of how the patient was doing it was noted that after the pump was replaced they were back to less spasms.

Event description:
It was reported that a pump alarm was heard and confirmed by telemetry to be due to a motor stall. The pump logs indicated that it had stalled at 3am, but recovered at 5:27am. Another stall began ten minutes later and there was no subsequent recovery seen when the patient went into the office that day. At the time of report, the patient was not symptomatic. The device system was used to deliver baclofen. Two days later, it was reported that a pump replacement was to be performed on the upcoming friday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).